Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the screen freezes and then speeds up quickly, does not have a beat to the bar. It was noted that the programmer powered up consistently and interrogated with no glitching or freezing issues. No power supply was returned with programmer. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was glitching when interrogating a device, the screen/cgm freezes and then speeds up quickly and does not have a beat to the bar. The programmer was returned to service and repair. No patient complications have been reported as a result of this event.